Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device worked as intended and the case was completed with no patient consequence. Two months later the patient was suffering from severe abdominal pain. The patient went to the hospital and a laparotomy was performed. It was found that there was a severe abdominal adhesion that was causing the pain. The surgeon had to remove five inches of bowel because of the severe adhesions. The surgeon did not comment that the device caused the issue, but is a correlation with the previous procedure. The patient is well. The rep spoke directly to the surgeon and this is all the information that was available.